Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019. This report is filed on may 06, 2019.

Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 due to infection. The patient was not re-implanted with a new device during the same surgery. This report is submitted on june 7, 2019 by cochlear limited on behalf of cochlear americas. Exemption number e2016011.

Manufacturer narrative:
This report is submitted on april 10, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced swelling at the implant site and subsequently the patient underwent a skin revision where the fluid was drained on (B)(6) 2019. It was also reported that the patient developed an infection at the implant site and was administered antibiotics (date and type not reported). There are plans for reimplantation; however, this has not occurred as of the date of this report.